Manufacturer narrative:
No samples or photos are available for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause at this time. The device history record for the part number 4468 with lot number 0004184317 and UDI code (B)(4) was reviewed in order to detect any issue related with the reported defect during its manufacturing. The complete lot was manufactured inspected and released on 11may2021 per our internal procedures and no issues were found. Personnel, process, material, equipment, environment and design did not contribute with the defect reported by the customer. No corrective or preventive actions were taken. Manufacturing personnel were notified about the complaint. H3 other text : see narrative below.

Event description:
It was reported per clinical department, there is a hair inside the tray. Verbatim: by way of this email, we would like to file the following product complaint: item: tray prep skin wet scrub care. Manufacturer catalog #: 4468. Lot #: 0004184317. Quantity of defective product: 1 each. Issues: per clinical department, there is a hair inside the tray. Please kindly forward this product complaint to your company qa department appropriately. In addition, please provide us with investigation result report (once it¿s available).

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported per clinical department, there is a hair inside the tray. Verbatim: by way of this email, we would like to file the following product complaint: item: tray prep skin wet scrub care, manufacturer catalog #: 4468, lot #: 0004184317, quantity of defective product: 1 each. Issues: per clinical department, there is a hair inside the tray. Please kindly forward this product complaint to your company qa department appropriately. In addition, please provide us with investigation result report (once it¿s available).